Event description:
During internal manufacturing testing, an engineering test device was observed to fail two test steps. The device was not in patient use. The test ventilator was observed to under deliver fio2 and calibrate the internal fio2 sensor. A follow-up report will be submitted when the manufacturer's investigation is complete.